Event description:
Distal section of catheter was kinked out of the package. It was not used in the patient.

Manufacturer narrative:
Technical evaluation: there are several flat spots in the soft distal tip. Conclusion: the incident is confirmed, but not entirely as reported. The incident report notes kinks and flat spots as the device was being un-packaged. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l15343). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.